Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml there was poor barrier separation of the sample. This event affected 960 tubes. The following information was provided by the initial reporter. The customer stated: "there is not a good separation between the gel to the pbmc's layer." Further clarification from customer: "in recent months, we have encountered a significant decrease in the number of pbmcs produced using 8ml cpt test tubes 16*125g blue/black, a number of bd362782 catalogs containing sodium citrate. We noticed that after the initial mixing and centering of the test tubes (which separates the different layers), there is no good separation between the gel and the pbmcs layer. The pbmcs layer is very narrow and not well separated from the gel and plasma."

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml there was poor barrier separation of the sample. This event affected 960 tubes. The following information was provided by the initial reporter. The customer stated: "there is not a good separation between the gel to the pbmc's layer." Further clarification from customer: "in recent months, we have encountered a significant decrease in the number of pbmcs produced using 8ml cpt test tubes 16*125g blue/black, a number of bd362782 catalogs containing sodium citrate. We noticed that after the initial mixing and centering of the test tubes (which separates the different layers), there is no good separation between the gel and the pbmcs layer. The pbmcs layer is very narrow and not well separated from the gel and plasma."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-05. H.6. Investigation summary: bd 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for visual inspection with no issues identified. Customer return samples were further tested via a clinical study: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned samples and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. All performance testing of customer return samples and inspection of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.